Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as surgical damage. Two broken device assessed, as surgical damage. And missing shell assessed, as inconclusive. Anxiety-product/procedure: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side exchange of textured device, due to product concern. Healthcare professional, later reported, deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange of textured devices due to product concern. Healthcare professional later reported deflation. The device has been explanted.